Manufacturer narrative:
Operator of device, corrected data: initial MDR inadvertently selected the incorrect operator of the suspect device.

Event description:
Information was received on 07/06/2016 that the patient's death was not seizure or vns related. He was near a pond and could not swim. It was reported he fell into the pond and drowned. However, investigators are suspicious foul play may be involved. They are investigating if the patient was pushed by another person into the pond. The cause of death was drowning due to the patient being unable to swim.

Event description:
On 05/12/2016 it was reported that the patient's sister told the physician that the patient was found in a pond, face down, and was deceased. He was said to have enjoyed feeding the goldfish in the pond. It was also noted that his death is under investigation to rule out one of three causes- just fell in (patient couldn't swim), had a seizure and fell in, or possible homicide (being pushed in by another person thought to be with him at the time). The patient's obituary was found online which listed the date of death to be (B)(6) 2016.